Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon suspects that the outflow graft bend relief has slipped off of the outflow conduit and may be partially obstructing flow. A pump exchange to another lvad was subsequently performed (reference MFR's report #0002916596-2013-00404 for the pump exchange event). X-rays images were submitted to the MFR for analysis.

Manufacturer narrative:
The pt continues on lvad support post the pump exchange with no further issue reported (reference MFR's report #0002916596-2013-00404 for the pump exchange event). The MFR is attempting to acquire the explanted device for further eval. The user facility report (B)(4) was received from the (B)(6) registry. These reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12/001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodged the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.